Event description:
It was reported that during a laparoscopic gastric bypass procedure, they were receiving instrument error codes. The instrument was removed to clean and the scrub tech noted that part of the blade was missing. One piece was retrieved from the patient and the other piece was on the floor, the surgeon doesn't recall touching metal when the blade was activated, but said it was a small possibility. The scrub tech noted that prior to the break, it appeared as though tissue was getting stuck on the back hinge of the blade. The device was replaced to finish the case with no further problems. There was no patient consequence.